Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply bag and the supply line was reported, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a loose connection to the supply bags which caused this alarm. Renal therapy services assisted in ending therapy and advised the patient to perform a manual drain if possible to finish therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.